Manufacturer narrative:
(B)(4). Date sent: 9/24/2020. D4: batch # t9560z. Investigation summary the device was returned with the jaws misaligned. In addition no handle component issue were noted as reported. Upon inspection under magnification of the jaw it was noted that the retention pins that holds the jaws in position were bent. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaw prevented the functionality of the device. The instrument was unable to fully cycle open and close. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. A probable cause of the damage to the retention pins could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that, during a urology surgery, there was a problem on the grip of the device and the jaws did not open and close. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.